Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00314. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00282. The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00314. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00282.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a log review. A cold restart was performed and the system started normally. No report of patient involvement. Event date unknown at time of filing. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported total failure after start. There was no report of patient involvement.